Manufacturer narrative:
This event was previously reported on MDR 3006705070-2009-00004 on march 19, 2009, date for the capital equipment cardiac ablation system used in this event. This report is for the ablation catheter used in this event. We were unable to confirm any malfunction of the device, as the device was not returned for analysis. Device history review for the related batch found no manufacturing anomalies or deviations related to the event description. Previous investigations have concluded that it is unlikely that a bsc device caused the injury. Information received from the account indicated that the ablation setup included a bloom stimulator and a ge prucka recording system. A previous engineering study found that certain combinations of stimulators and recording systems are susceptible to the creation of dc voltages across a pacing-routed pair of electrodes during rf delivery, which can result in the occurrence of unintended cardiac stimulation. These conditions are described in the bsc technical paper entitled "dc voltage generation across diagnostic electrodes through interactions between ep recording systems, pacing stimulators, and rf generators." The probable root cause for the creation of the dc voltage is a rectification of the rf signal by the output circuitry of the bloom stimulator. This failure mode occurs when the pt ablation system is used in conjunction with a bloom stimulator and ge prucka recording system. The results from the engineering study were previously communicated in a customer letter to all boston scientific ep customers in august 2006. Device was disposed.

Event description:
It was reported to boston scientific on feb 17, 2009 that will use a blazer ii catheter the customer experience the following: "during a flutter ablation the patient went into a-fib. They had to cardioversion her and the catheter stopped working. They removed the catheter and another was used successfully to complete the case." Addl info provided: 'prucka was being used along with the ept 1000 xp generator. The blazer failed to ablate after the cardioversion. A new one was used and the procedure was completed successfully.